Manufacturer narrative:
Additional information: (b.5.) Added event detail. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. The appropriate risk documents were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
Additional information: was there any patient who got impacted? No.

Event description:
It was reported that bd connecta plus3 white pegs leaked. It was reported that intraoperative signs of superficial anaesthesia with tachycardia and increases in blood pressure and bis were observed in a patient anaesthetised with intravenous anaesthetics. Sevoflurane was quickly started as an inhalation anaesthetic in order to gain time for troubleshooting. The depth of anaesthesia could thus be quickly deepened by inhalation, so that there was no awareness. Inspection of the IV line revealed a leak in the correctly installed 3-way stopcock with the anaesthetic solution leaking onto the arm bench; the corresponding 3-way stopcock was replaced with a tight one and the faulty one was inspected and examined again after being removed from the patient. The leak was further demonstrated and verified. Depending on the resistance at the tip of the three-way stopcock, more or less fluid escaped through the leak. When did the incident occur? During use, short description 3 leaky stopcock.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.